Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 1999 - ventral hernia repair using bard mesh. Incision made in old scar from multiple repairs of ventral fascia defects and umbilical hernias. On (B)(6) 2004 - laparoscopic ventral hernia repair using composix e/x mesh. Prior mesh said to have "collapsed" and "folded." No mention of explant. On (B)(6) 2004 - colorrhaphy, removal of all mesh, debridement of infected tissue. Foul-smelling liquid found. Mesh intact. No injuries noted to small bowel. Single perforation found in transverse colon. On (B)(6) 2004, (B)(6) 2004 - office visit: superficial abdominal cellulitis, no evidence of abscess formation. Place on antibiotics, wound healing.

Manufacturer narrative:
According to medical records, the pt was treated on (B)(6) 1999 for a hernia recurrence using a bard flat mesh. Records indicate that the pt had multiple previous repairs of ventral fascia defects and umbilical hernias. Five years later, on (B)(6) 2004, the pt was treated for a hernia recurrence. While it was noted that the prior mesh had "collapsed ... And folded" there is no statement indicating that the bard flat mesh contributed to the recurrence. Additionally, the bard mesh was not explanted. A bard composix e/x mesh was used to complete that repair. Although there is no mention that the bard mesh contributed to the event, recurrence is a known possible adverse reaction stated in the product's instructions for use. The pt was admitted four days later for a colorrhaphy for perforation. Mesh repair was observed to be intact. All mesh was removed and infected tissue was debrided. No pathology reports or medical records indicate the mesh was infected or contributed to the infection. Based on the info provided, it is unk whether the device may have caused or contributed to the event. No product has been returned. No conclusion can be drawn at this time. Refer to MDR 1213643-2010-00342 for the composix e/x mesh implanted on (B)(6) 2004.